Event description:
A patient reported "pain and fluid build-up around the right implant", "fluid was being sent off", that the physician "refused to take out only one", and "no evidence of malignancy". This relates to the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A patient reported "pain and fluid build-up around the right implant", "fluid was being sent off", that the physician "refused to take out only one", and "no evidence of malignancy". This relates to the right side. The device has been explanted.